Manufacturer narrative:
With review of the available information there is no evidence to indicate any device malfunctions or performance issues of the device that would impact the reported event. There is also no clinical evidence to suggest that the device caused or contributed to the reported event. A definitive root cause cannot be conclusively determined. Clinical factors that may have contributed to the patient's outcome include the patient's anticoagulation therapy and his recent and ongoing history of other bleeding events. There are patient and pharmacological factors that may have contributed to this event. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Bleeding is a known potential complication associated with all patients implanted with vads. The instructions for use (IFU) and patient manual addresses guidelines for optimal patient management (including therapeutic anticoagulation guidelines). The IFU provides the user material which communicates how to potentially mitigate the occurrence and severity of bleeds via management of anticoagulants and anti-platelet drugs. The IFU also addresses guidelines for optimal patient management including having adequate and stable preload available.

Event description:
A report was received from the clinical database that a patient developed shortness of breath, lower extremity edema and epistaxis. The patient was admitted to hospital where the epistaxis was successfully treated with pressure and oxymetazoline drops. In addition, the patient received a blood transfusion on both (B)(6) 2016. The event was reported to have been resolved on (B)(6) 2016. The primary investigator reported that the event was related to the patient's condition and unrelated to the hvad device or procedure.